Manufacturer narrative:
The software issue was resolved by replacing the thermocoupler and updating the software to version 2.1v. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, soltive premium superpulsed laser system, to the olympus service center. Upon inspection and testing of the returned device, the device showed software error codes 47 and 413. This report is being submitted for the event found during evaluation (software error). There was no patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported an asset return with a software error; however; the customer did not allege any issues with the subject device. Inspection of the device found no reportable malfunctions. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.